Event description:
"Caller alleged discrepant results compared with another meter. Results as follows:" date: (B)(6) 2012; inratio2: 2.5; unk meter: 1.9. Time elapsed between each method of testing is ten minutes. Pt's therapeutic range is 2.0-3.0 inr.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio2 test with unk meter result provided by end-user at time complaint was filed: date: (B)(6) 2012; inratio2: 2.5; ref: 1.9; mean: 2.2; confidence limits: 1.4-3.1. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. As reviewed on (B)(6) 2012, 32 discrepant result complaints were reported for lot # 279124 yielding a complaint rate of 0.0792%. Action threshold (>0.07%) was reached. Strip lot in complaint has strip code h45hj with brick lot number 257226 was assigned and packaged into strip lots (279124, 279429, and 279122) sixty-six total discrepant complaints have been reported for lot #279124, 279429, and 279122 yielding a complaint rate of 0.048%. Due to this low occurrence rate, below the total complaint action threshold of 0.07%, corrective action is not required at this time. No corrective action required at this time as no product deficiency was established.